Event description:
The customer's blood glucose was unknown. It was reported that the customer experienced an occlusion with her reservoirs. Advised that a replacement reservoir would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.